Event description:
It was reported that the pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the pump display turned on and customer continued to use the pump for insulin therapy.